Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection, swelling, inflammatory."

Event description:
Healthcare professional reported for unknown side "infection, swelling, inflammatory" on an unspecified side. Treatment with bactericide administration and puncture drainage occurred. Status of device is unknown.